Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of battery burning. There were no falls or other external factors that may have led or contributed to the issue. Battery replacement was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Additional information received 5/14 indicated that the patient and device information provided was incorrect. The file has been updated with the correct information. Any additional information regarding this event will be provided in regulatory report #3004209178-2017-19050. If information is provided in the future, a supplemental report will be issued.